Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement (first side was painless, other side she felt located right away). She had nickel allergy. In an unspecified date she experienced cramps, increase or heavy blood loss during menstruation, pain during ovulation, pain during menstruation, pain in groin, arthralgia, tiredness, swollen abdomen, irritable bowel syndrome complaints worsened, increased blood pressure, and dyspnea. Those events led her to problems with daily tasks and unspecified problems with movements. In an unspecified date she contacted her physician. She was treated with unspecified medication for irritable bowel syndrome. Further unspecified treatment was planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/ cramps. This event is serious due to reported disability (problems with daily tasks and movements were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since she had daily tasks and movement problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 07-nov-2016 and additional information received on 08-nov-2016: quality-safety evaluation was updated with no major change. No consent was received from consumer. Regulatory authority number was added ((B)(4)). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/ cramps. According to follow up information, the devices (xenobiotic material) had been removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. As device removal was required, this case is regarded as incident. Other non-serious events were informed. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 18-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 38-year-old female patient who had essure (batch no. 624299) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced procedural pain ("painful placement (first side was painless, other side she felt located right away)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), dysmenorrhoea ("pain during menstruation"), groin pain ("pain in groin"), ovulation pain ("pain during ovulation"), abdominal distension ("swollen abdomen"), arthralgia ("arthralgia"), fatigue ("tiredness"), irritable bowel syndrome ("irritable bowel syndrome complaints worsened") and dyspnoea ("dyspnea") and was found to have blood pressure increased ("increased blood pressure"). The patient was treated with surgery (essure removal). Essure was removed. On (B)(6) 2007, the procedural pain had resolved. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, groin pain, ovulation pain, abdominal distension, arthralgia, fatigue, irritable bowel syndrome, blood pressure increased and dyspnoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, blood pressure increased, dysmenorrhoea, dyspnoea, fatigue, groin pain, irritable bowel syndrome, menorrhagia, ovulation pain and procedural pain to be related to essure. The reporter commented: events impeded daily activities. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer (events were considered to be related to essure). Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 25-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 38-year-old female patient who had essure (batch no. 624299) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced procedural pain ("painful placement (first side was painless, other side she felt located right away)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), dysmenorrhoea ("pain during menstruation"), groin pain ("pain in groin"), ovulation pain ("pain during ovulation"), abdominal distension ("swollen abdomen"), arthralgia ("arthralgia"), fatigue ("tiredness"), irritable bowel syndrome ("irritable bowel syndrome complaints worsened") and dyspnoea ("dyspnea") and was found to have blood pressure increased ("increased blood pressure"). The patient was treated with surgery (essure removal). Essure was removed. On (B)(6) 2007, the procedural pain had resolved. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, groin pain, ovulation pain, abdominal distension, arthralgia, fatigue, irritable bowel syndrome, blood pressure increased and dyspnoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, blood pressure increased, dysmenorrhoea, dyspnoea, fatigue, groin pain, irritable bowel syndrome, menorrhagia, ovulation pain and procedural pain to be related to essure. The reporter commented: events impeded daily activities. Lot number: 624299 manufacturing date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority igz - inspectie voor de gezondheidszorg (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 30-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("cramps") in a 38 year-old female patient who had essure inserted (lot no. 624299). Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the day of essure insertion, she experienced procedural pain ("painful placement (first side was painless, other side she felt located right away)"). An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), dysmenorrhoea ("pain during menstruation"), groin pain ("pain in groin"), ovulation pain ("pain during ovulation"), abdominal distension ("swollen abdomen"), arthralgia ("arthralgia"), fatigue ("tiredness"), irritable bowel syndrome ("irritable bowel syndrome complaints worsened") and dyspnoea ("dyspnea") and was found to have blood pressure increased ("increased blood pressure"). The patient was treated with surgery (essure removal). Essure was removed. On (B)(6) 2007, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, blood pressure increased, dysmenorrhoea, dyspnoea, fatigue, groin pain, heavy menstrual bleeding, irritable bowel syndrome, ovulation pain and procedural pain to be related to essure administration. The reporter commented: events impeded daily activities. Lot number: 624299, manufacturing date: 2007-04 and expiration date: 2009-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 03-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 07-oct-2016: information received from consumer via letter (in which she holds company liable for the damage caused) states that after essure (which was inserted for sterilization), she developed several physical complaints. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/ cramps. According to follow up information, the devices (xenobiotic material) had been removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were informed. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.